Event description:
Product surveillance received a report which stated that the home patient (hp)'s transfer set fell off. The nurse did not know what may have caused the transfer set to fall off and has already discarded the sample. Furthermore, she stated that they replaced the hp's transfer set and had also given them prophylactic antibiotics. The nurse did not report any patient injury or medical intervention. Product surveillance contacted the hp in 2009 and she stated that the transfer set didn't fall off; there was a hole in the transfer set and it leaked out solution. The hp stated that the nurse changed her transfer set and has already discarded the sample. The hp stated that they are doing fine and resuming with therapy. The hp did not report any patient injury or medical intervention.

Event description:
It was reported that there was a higher than expected co value on a cardiogenic shock patient.

Manufacturer narrative:
Per the customer, the sample was discarded. A batch review will be done on the lot number provided.

Manufacturer narrative:
(B)(4). The customer's reported problem of hole in transfer set was not confirmed due to the lack of sample available for evaluation. A batch review was performed and revealed no problems. Since a sample was not available for evaluation; the root cause was not determined. Since there is not enough detail to determine the failure source, no potential causes can be listed.